Manufacturer narrative:
Continued: e.1.(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade IV". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade IV". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events of capsular contracture and rupture was received on august 08, 2025, with lot number 2093172. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedures, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.